Manufacturer narrative:
(B)(4). Additional information received: procedure was a colectomy. Residents were using the devices and did not have the safety in place when the devices fired prior to being placed on the tissue. When fired, some staples fell out, but did not fall into the patient. The analysis results showed that the tl90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a colectomy procedure, two of the devices fired prior to being applied on tissue. Case completed with another device of a different product code. There were no patient consequences reported.